Manufacturer narrative:
The reported event can be confirmed as the surgeon reported the microorganism which caused the infected device. Surgeon also provided the patient's imaging before and after the explant surgery, which showed the left tmj devices were removed. Culture and sensitivity testing was performed, which shows the growth of poly microbial skin flora. Explant observation did not show any abnormality. Stryker's clinical consultant and stryker's engineering departments reviewed this case along with explant images and reported that the prosthesis was properly implanted. They found no issues with the implant. Stryker's clinical consultant commented that this microorganism (c acnes) is a common microorganism that causes infection, and it is a complicated organism to diagnose in culture and manage. Overall, the device was shipped sterile for the surgery (run sheet, 2015, number. 2247), and the documentation showed no irregularities. The hospital did not report any contamination during this procedure. The explant observation did not show any abnormality. The surgeon reported that the device was well-secured, functional, and in its intended location.

Event description:
It was reported the device was removed due to infection.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported the device was removed due to infection.